Event description:
Physician removed groshong from a patient on long term antibiotic therapy after complaints that it continually leaked.

Manufacturer narrative:
The complaint of a leak in the d/l groshong catheter was unconfirmed. The reported incident could not be replicated. No leaks were noted in the catheter, and no manufacturing defects were noted on the complaint sample. A chr was not completed since the lot information was not provided by the complainant.